Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. According to the patient¿s caretaker, on (B)(6) 2025, the patient¿s fiancé came home and found the patient had been nauseous, vomiting, had dilated eyes, and was unresponsive. The patient¿s cgm was in a signal loss state at this time. It was not known how long the patient had been in a signal loss state prior to this. A bg meter comparison value was not taken because the patient did not have any test strips. 911 was called and the patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was over 600 mg/dl. The patient had a central line placed in his neck. He was then treated with potassium, insulin, morphine, and other unspecified medications. The patient also underwent dialysis due to kidney failure. It was reported the patient was in pain due to the patient¿s kidney condition. The patient was discharged on (B)(6) 2025. The patient was feeling ¿much better¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.